Event description:
A female pt underwent evar on (B)(6) 2013. The procedure was progressing as per instructions for use (IFU). The physician unscrewed pin vise per IFU and was unable to release top cap (trigger wire had been removed). Loosened pin vise again, still unable to deploy top cap. Finally completely removed pin vise. Top cap then able to be released. The device remained inside the pt: main body stent and iliac limbs as per plan. The pt did not require additional procedures due to this occurrence. The complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
Still under investigation.